Event description:
It was reported by a patient through social media that after the patient was implanted, he began having falls shortly after. He related the falls to the sudden drops in blood pressure from bradycardia. The patient stated that he had his vns disabled on the date of posting ((B)(6) 2018) and that he has not fallen since the device was turned off. No additional relevant information has been received to date.

Event description:
Clinic notes were received in response to follow-up questions to the physician's office. The clinic notes indicated that some of the patient's epileptic seizures that he's had since childhood include transient episodes of altered awareness, zoning out, drop attacks, and loss of consciousness for about one minute. It was stated that last year the patient was recommended a vns battery replacement. The patient was evaluated for drop attacks and loss of consciousness at that time using the holter monitor and tilt tablet test. After evaluation, he was prescribed to different medication, in which one was noted to have helped. It was stated that the patient was still having zoning out spells 10-15 times a week. The patient was still reporting drop attacks about 3-5 times a week. It was indicated in the care plan that the physician was considering changing the vns from the current model 102 to a model 1000 generator for the ability to detect bradycardia. No additional relevant information was received to date.

Event description:
An implant/warranty form was received for the patient's battery replacement surgery. The surgery was indicated to be due to battery depletion. No device return is expected as the hospital historically does not return products. No device was received to date. No additional, relevant information was received to date.